Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did a back to back (rapid succession) blood glucose test with results of 36,6, and 4 mg/dl. Rptr stated that he stored his strips in the case with his meter instead of keeping them inside the vial. He has not had any problems with test results since testing with a new bottle of strips. No control solution test was performed and no symptoms were reported.